Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with a blood glucose value of 65 mg/dl at the time of the event and reported a sensor glucose vs blood glucose reading mismatch. The customer kept insulin pump on suspend delivery but blood glucose keeps going down from 78 mg/dl before suspending to 65 mg/dl. The customer reported hypoglycemia was treated with discontinue use of insulin delivery system and glucose/carb intake. The event involved products mmt-7040a, mmt-332a, unomedical, mmt-1884. Troubleshooting was partially performed for hypoglycemia and later customer does not feel ok to troubleshoot. Troubleshooting was performed for sensor glucose vs blood glucose and the insulin delivery was not suspended due to the differences between sensor glucose and blood glucose levels. The difference between sensor glucose and blood glucose not within the target range. It was reported that customer blood glucose (bg) was 94 mg/dl and sensor glucose (sg) value was 65 mg/dl at the time of incident. The difference between sensor glucose and blood glucose values was greater than 30%. No further patient complications were reported. No product return is required for mmt-7040a. No product return is required for mmt-332a. No product return is required for unomedical. No product return is required for mmt-1884.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.